Event description:
(B)(6) antibody was run and possibly compromised due to a possible instrument problem. Patient was offered a retest and she declined. Provider was notified, and results were removed from the emr (electronic medical record). Lab medical director was also notified. The analyzer involved was the cobas 6000.